Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device history lot: part: 04.019.030s, lot: 1l59845, manufacturing site: (B)(4), release to warehouse date: 25.sep.2018, expiry date: 01.sep.2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation surgery for the proximal humeral fracture with the screw in question. During the surgery, the surgeon felt that the screw was wobbly when attached to a driver and used another screw instead. The surgery was delayed by less than 30 minutes. Patient was stable after the procedure. Concomitant devices reported: unknown screwdrivers: trauma (part # unknown, lot # unknown, quantity # unknown). This complaint involves one (1) device. This is 1 of 1 for report (B)(4).